Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 75 was due to physical abuse to the top case component. The top case was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 75) error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. Performance testing confirmed the reported system fault error message (sf 75). Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).